Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Product disposition unknown.

Event description:
The customer reported that during intermedullary drilling, the drill broke leaving a piece of the drill in the patient's bone. The surgeon did not attempt to get the piece out as he believes that where it was it would not cause a long term problem for the patient.